Event description:
The patient came in with a broken plate in the femur. The hardware was taken out and a rod was put in. The operating room informed the company rep. I left a message with synthes to call me back.